Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No compromised force sensory system alarm. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported the insulin pump would reset itself. Customer also reported insulin was squirting out during a manual prime. The customer was also unable to exit from the preparing to prime loop. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.